Manufacturer narrative:
Investigation summary: during manufacturing of material 221263, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history review for batch 4044761 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 4044761. No retention samples for this batch were available for investigation. Three photos were received for investigation of this complaint. Photos show contamination, faded sleeve label and excessive moisture in batch 4044761. No return samples were received for investigation of this complaint. This complaint can be confirmed. No complaint trends have been identified on this product for these defects. Bd will continue to trend complaints.

Event description:
It was reported while using bd bbl¿ columbia agar with 5% sheep blood that biological contamination was discovered during use on two hundred (200) plates. During an initial review of the customer provided photos, missing label information was observed on (1) sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4: medical device lot #: 4044761. D4: medical device expiration date: 17jun2024. H4: device manufacture date: 12feb2024. D4: medical device lot #: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ columbia agar with 5% sheep blood that biological contamination was discovered during use on two hundred (200) plates. During an initial review of the customer provided photos, missing label information was observed on (1) sleeve. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl¿ columbia agar with 5% sheep blood, an unknown number of plates were contaminated. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bbl¿ columbia agar with 5% sheep blood, an unknown number of plates were contaminated. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.